Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was sensing atrial pacing on the ventricular channel resulting in inhibition of ventricular pacing.